Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use (IFU) that accompany the device caution that ¿repeated hand forming of the disposable subcutaneous catheter passer may weaken the shaft, resulting in breakage during use.¿ the IFU also cautions that ¿improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components.¿

Event description:
It was reported to medtronic neurosurgery that the handle broke off during the procedure and the passer got stuck in the patient. According to the report, the passer was removed from the patient and there was no injury.